Manufacturer narrative:
(B)(4). Results: artery occlusion. Origin of internal iliac artery not accurately identified. Conclusions: artery occlusion. Origin of internal iliac artery not accurately identified.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 73 mm abdominal aortic aneurysm. The proximal aortic neck was 19 mm in diameter and 25.2 mm long. The diameter of the right iliac artery was 14.7 mm, and the left was 17 mm. The device was successfully implanted and the delivery system discarded. The medical history is unknown. It was reported that the c-arm was adjusted to the angulation measured by the physician. Marking was done by the physician, and the contralateral limb was implanted in a position that was believed to be just proximal to the internal iliac artery. Final angiography showed the contralateral limb to be covering the left internal iliac artery. Due to existing stenosis of this artery, the patient had good collateral flow and no additional intervention was required to correct the occlusion. The physician commented that the origin of the internal iliac artery may have been more posterior and anterior than originally believed. No additional clinical sequelae were reported, and the patient is fine.